Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's edema reportedly resolved. The recipient resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. The recipient is presenting with inflammation and slight edema. The recipient was prescribed an anti-inflammatory and antibiotics for 7 days. The recipient was also prescribed hydrochlorothiazide (25 mg) for 15 days and topical mometasona for 2 weeks. The recipient ceased device use.